Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode during interrogation. Upon review of the latitude, it was noted that the unipolar safety switch occurred few months ago and since that moment the device worked in unipolar configuration, showing stable measurements trends in the last year. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.